Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device mechanical issues related to inflation and the presence of foreign material in the device cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ambicor instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with this ambicor penile prosthesis (app) related with device inflation due to stiff and difficult to manipulate pump. A surgical procedure was performed, in which the physician started by troubleshooting the device while patient was under anesthesia, however, the issues persisted. All components of the existing app were explanted and replaced with a new app. Upon inspection of the explanted device, tissue was found inside the pump. The physician considers that this foreign material could have entered the system in a previous surgery, when one of the cylinders was replaced. No additional information was reported.